Event description:
A medtronic representative reported that, while in a spine procedure with an o-arm, the site alleged an inaccuracy with the navigation system - no specific details or measurements were provided. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
(B)(4). A medtronic representative went to the site and tested the system. System passed all testing. Unable to replicate reported issue. The instruments and system have also been used successfully for subsequent surgeries. No further issues reported.

Manufacturer narrative:
Device manufacturing date is unavailable at this time. A medtronic representative, following-up, stated the site successfully completed two cases, using the same navigation system, the following day without issue. The surgeon moved the frame a little further from being directly over the surgical vertebral body so they were not bumping into it. The surgeon was pleased with accuracy. No further issues reported. No patient logs/exams returned to manufacturer for analysis.